Event description:
Rptr complains of fatigue, yeast infections, dizziness, hot skin, dry eyes & mouth, can't remember, loss of sex desire, constant pain in all parts of body, muscle pull, "almost" cancer in left breast, miscarriage in 1986. Sun sensitivity, irritable bowel syndrome, nervousness, moodiness, loneliness & depression.